Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient faced an issue with infusion set was leaked. The location of leakage was at the body under adhesif while giving bolus. The infusion set was in use for 2 days. No further information available.